Manufacturer narrative:
Patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vtich12.6 implantable collamer lens of +1/1.5/32 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault with lens rotation and refractive surprise were observed. On (B)(6) 2022, the lens was repositioned and it did not resolved the problem. On (B)(6) 2022, the lens was removed. Cause of the event was patient related. Reportedly, "patient had excessive odema and icl rotation post-op." The problem was not resolved. The reporter stated, "no icl in eye," and "will allow the eye to settle post explantation, will remeasure biometry and refraction after eye is stable for future implant."